Event description:
It was reported that there is moisture seen under the display window of the insulin pump and also a crack by the battery compartment over to the screen. Customer has alzheimer's and the customer's spouse was changing the site when he noticed the damage. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
No moisture damage was found on the electronics, motor, battery tube, vibrator and keypad assembly. However, moisture damage was noted on the lcd cover. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked reservoir tube, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.